Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) had a catheter restriction alarm. After theg alarm customer, replaced iabp immediately. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse performed the all manifold test, but the drive manifold test was failing. The fse checked and reconnected all the boards from the unit, but the issue was not solved. The fse kept the iabp on pumping by connecting a demo balloon and trainer for more than five hours. There was no issue observed. The fse replaced the compressor assembly, regulator, and executive processor board. All required tests were performed, but the issue was not resolved. The fse replaced the pim. The issue was not resolved. The fse checked the unit with a working safety disk. The issue remained. A front end pcb was checked, but a power-up test fail #10 occurred. The fse replaced the motor control board (0670-00-1159) and turned on the unit with no error. The unit was tested on a trainer and balloon for two hours. No issues were observed. The fse calibrated the 30 psi pressure transducer and rebooted the unit, but power-up test fail #10 was still present. The fse found that the regulator calibration was out of range. The fse replaced the vacuum inlet filter and performed the regulator calibration. It passed. The unit's performance was checked on a demo balloon and trainer for an hour with no issues observed. The motor control board and the vacuum inlet filter were the only parts actually replaced after determining that they were defective. All other replaced parts were removed. All functional tests were performed. All parameters were found within range. The iabp was handed over to the customer in working condition.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.